Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, crt-d, date of implant: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert. A remote monitoring transmission indicated the alert triggered due to low pacing impedance on the right ventricular (rv) lead. Additionally, diminished r-waves were observed on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.